Event description:
Patient reported to have undergone a hip arthroplasty procedure in 1996 and that a revision procedure was performed on (B)(6) 2009, for an unknown reason. A review of invoice history confirmed that the modular head and acetabular liner were removed and replaced during the revision. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted - the reported date of implantation was 1996; however, an exact date was not provided. Manufacture date.